Manufacturer narrative:
This report is filed july 15, 2015.

Event description:
Per the clinic, the patient experienced facial nerve stimulation. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2014, and the patient was reimplanted with a competitor's device during the same surgery.

Manufacturer narrative:
(B)(4).